Event description:
The user reported that the rotator broke at 900 psi while connected to a microcatheter. The user stated that this occurred on three different cases in a row. The suspect devices were discarded at the hospital. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2011-00366, 00367.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.